Manufacturer narrative:
Additional information: d4, h4, h6. The reported recurrent dislocation could be confirmed based on the provided CT-scans. The patient experienced continued dislocation issues following a hemifacial unilateral tmj implant, which were attributed to pre-existing soft tissue deficiencies rather than device malfunction. A revision surgery was successfully performed, but fixation remains a challenge due to the patient¿s intolerance, which may have contributed to the initial dislocation; the original assessment remains valid with no new contributing factors. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the patient will need a revision surgery due to recurrent dislocation.